Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would not stay charged for extended periods of time. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted ipg will not be returned due to hospital policy.